Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of chronic low back pain and non-malignant pain. It was reported that the patient's stimulation was 'going crazy' in (B)(6) 2017. The patient stated that it felt like it was "constantly on". The patient was able to adjust their stimulation with their programmer and resolve the issue. The patient stated that at they hadn't felt stimulation since implant. The patient reported that they tried to charge on jun 25 and they weren't getting any coupling boxes. The patient stated that the implant site was still sore and puffy. No further complications were reported or anticipated.

Manufacturer narrative:
(B)(4) should have previously been coded. If information is provided in the future, a supplemental report will be issued.